Event description:
A malfunction was reported with the pump, indicated by malf 3, and no notable events occurred prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. As a corrective action, technical support arranged for the replacement of the pump since it was out of warranty and the malfunction code was not resettable.